Event description:
A nurse reports that following intraocular lens (iol) implant surgery, a pt had a -7.00 postoperative refraction. The pt's history includes a laser assisted intrastromal keratoplasty (lasik). A lens exchange was performed. The outcome is not known. Addiitonal information has been requested.